Event description:
Caller asking about lead warning for unipolar impedance. Trends look stable for rv lead. Pod shows rv unipolar impedance consistently running 209-228 ohms since gen change on (B)(6) 2020. Suspect rpi 212. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).